Event description:
It was reported that; torque wrench broke when being used to final tighten spine construct. Counter torque standard instrument was used as well. Update 11/7/2017: tip of instrument broke. All broken fragments were retrieved.

Event description:
It was reported that; torque wrench broke when being used to final tighten spine construct. Counter torque standard instrument was used as well. Update 11/7/2017: tip of instrument broke. All broken fragments were retrieved.